Event description:
The pt's meter was prompting an error 2 message. The pt stated that he has been able to test on the meter. On 4/19/06, he woke up and attempted to test on his meter but before testing, he dropped the meter, he could hear a rattling sound coming from the meter, so he did not test on it. He took his glypizide and metformin and then ate breakfast. He was expecting his home health nurse to come to his home so he waited for her arrival. While waiting he began to feel dizzy so he ate a bowl of cereal with blueberies. He did not attmpt to test on his meter during this time he waited for another hour after eating and the nurse arrived. She tested his blood glucose on her own meter and obtained a result of 35 mg/dl. The pt stated that he did not feel any symptoms, however, his friend stated that he was acting drunk. The pt was taken to the hosp where he was treatted with IV glucose. Upon discharge his prescription of glybruide was discontinued. The pt has been able to test with the meter since the event. The error 2 message was not resolved with troubleshooting, although it is only appearing intermittently. This complaint is being reported, as the pt was unable to test on his meter and he subsequently suffered a hypoglycemic event and received medical intervention. A replacement meter has been sent to the pt.